Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Reportedly, customer wore the pump without case in a pocket and a temperature change had occurred to the pump prior to the occlusion alarm declaring. Customer resumed insulin delivery. Customer's blood glucose was 139 mg/dl.